Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's exhalation valve failed to close. The device was not in patient use. The evaluation has yet to be completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation a ventilator's exhalation valve failed to close. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. A "service required" alarm condition indicating a failure of the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.